Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that during liver on board, the metra device would not transition to liver on board mode. Message code 150 (no arterial pressure detected) was noted. Troubleshooting was unsuccessful in resolving the issue. The soft-shell reservoir was also noted to be low and the device user noted that they had powered off the device. The user was educated that doing so would cause the perfusate to flood the liver. The reported issue was resolved by using another disposable set and another metra device; however, the liver was ultimately discarded.